Event description:
It was reported the patient was having a decrease in therapeutic effect and pump was "dry." The patient experienced pain for about 3 months and was then switched to morphine approximately 3 months ago. The patient was noted as "doing better" now. The pump started alarming on/off for a day; the patient called the healthcare provider (hcp) upon hearing the alarm on (B)(6) 2012. An appointment with a physician was later scheduled. The patient's legs were "screwed up", and also described as being "bolted" and "could not be moved a ¼ inch." The patient also could not bend to use the bathroom, and the patient's memory was "a mess." The reporter stated "there were two things wrong with the pump, but the physician's office was not able to get it to go." It was unclear what the allegations were. The pump was noted as having been "totally dry" / there was a "tiny bit" of drug in the pump. The patient took 10 mg of oral baclofen twice and/or four times. The patient expressed dissatisfaction with the hcp, having to wait four hours for appointment and hcp noted as being "rude." The patient requested the manufacturer not contact the hcp. Additional information later received indicated the patient had missed the pump refill. Since the missed refill the patient was not getting relief of symptoms as soon as expected. The pump was filled at the (B)(6) 2012 appointment. Six days following a pump refill, the patient was experiencing increased spasticity and pain. The patient was taking oral baclofen 8 times per day in addition to the pump therapy. As of (B)(6) 2012 the patient had some improvement, and was able to move her leg enough to put on pants for the first time since the missed refill. The patient was using a wheelchair, but was now able to use a walker again. It was also noted that the patient was in a "world of trouble" when she went to the hospital and stated the pump therapy was a "blessing". It was unclear if the patient went to the hospital prior to receiving the pump implant or if it was related to the event. The medications in the pump were morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).